Event description:
It was reported via phone call, that the customer received unexplained alarms. No significant event leading up to the event were mentioned. Customer was advised to run a self test. Customer advised they would continue to monitor their insulin pump.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.